Event description:
Caller reported a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Customer received pump reset instructions from technical support and successfully started their sensor session afterwards with no reappearance of the error code.